Event description:
It was observed that during the device evaluation, the subject device exhibited deformed and crushed scope body. There was no patient involvement.

Manufacturer narrative:
The device was returned to the regional service center for inspection. Based on the results of the investigation, the cause of failure of scope body could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.